Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (angulated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (angulated aortic neck).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. Aneurysm and vessel morphology were not reported. It was reported that a proximal type I endoleak was present after the stent graft was implanted. The physician believes the endoleak was due to the curvature of the aortic neck. The location of the endoleak was on the outer curvature of the aortic neck. An endurant aortic cuff was implanted; however, the endoleak did not completely resolve. The patient will be monitored. No further information was provided.